Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. No changes have been performed. This device remains in service. No further adverse patient effects were reported.